Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case has a dent and crack by the front left bottom corner. No visible contamination. Unable to duplicate auxiliary control unit watchdog error. Force sensor failure duplicated during the power up process. The root cause was found to be normal wear; device was over three years old. Actions taken to mitigate the reported issue: replaced main board as preventive measure for auxiliary control unit watchdog error. Re-calibrated force sensor, power up, re-calibrated force sensor and device passed all the functional test.

Event description:
It was reported that auxiliary control unit watchdog and force sensor failure events occurred. No patient injury reported.